Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant the lead exhibited intermittent loss of capture. The physician elected to reposition the leads. During the procedure the lead exhibited r-wave amplitude variation. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.